Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reported address and product problem. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular pace bi impedance trend showed rises from 1200 ohms to 1672 ohms between (B)(6) 2010 and (B)(6) 2010. Multiple short cycle v-v sensed events of < 210 ms observed beginning (B)(6) 2010. Additional short cycle v-v events observed on (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead integrity alert triggered and that there was high impedance of 1767 ohms and increased threshold since implant. When checked in the office, it was noted that there was a loss of markers, and that the lead had been repositioned once. Intermittent noise was also recorded. The lead remains in use. No patient complications have been reported as a result of this event.